Event description:
It was reported that the cup inserter threads are stripped.

Manufacturer narrative:
Device manufacture date for lot bvccc: 07/18/2001. When completed, the evaluation summary will be submitted in a supplemental report.